Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was reported that the patient went in for a routine pump refill. When withdrawing the old medication, the full 18 to 20 cubic centimeters (cc) were withdrawn that had been placed last time. Little to no drug had been delivered since last refill. The patient's spasms had been worse over the past month, and the patient was tighter than normal. An x-ray was going to be taken of the catheter to check for any abnormalities. It was noted that the pump had not been beeping or giving any indication that the battery had been failing. The pump was being used to deliver lioresal. It was later noted that the cause of the event was pump battery depletion. A catheter disconnection at the pump/catheter connection was also noted to have been found when dye ran through. It was believed that the battery failed since they withdrew 18 cc of medication when they expected 2 cc. The pump had been implanted approximately 9 years.

Event description:
Additional information received reported that the pump was replaced due to end of life.